Event description:
A customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level as no values were reported outside of the normal range. Technical support assisted the customer in updating the pump time and advised monitoring for any future time discrepancies, with instructions to follow up if the issue recurred. The customer understood and acknowledged the guidance provided.